Event description:
Reporter indicated that pt has experienced an increase in seizures since vns therapy was initiated. It was reported that the pt experienced 6-8 seizures per month pre-vns and that after stimulation was initiated, the pt has experienced approx 15 seizures per month.